Manufacturer narrative:
(B)(4). Date sent: 3/5/2024. D4: batch # 163c09. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with the reload pan bent and partially dislodged from the proximal end. In addition, 1 double driver missing and 1 double driver out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. The damage noted on the returned reload was due to improper handling of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 163c09, and no non-conformances were identified.

Event description:
It was reported that magazine was broken. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2024. D4: batch # unk. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Magazine defect did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? * did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.